Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced turbid drainage of dialysate. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment rendered was not reported. At the time of this report, the patient outcome was not reported. Physioneal and nutrineal therapies were ongoing. No additional information is available as the reporter declined to provide further information.